Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. A photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using the glidepath. On (B)(6) 2025, post the procedure the catheter was expelled out from patient's body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, one 23cm glidepath d/l catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. The tissue cuff was noted to have missing tissue cuff material throughout some areas. The photo shows a partial view of the glidepath catheter in which the cuff is noted to be missing fibers. Therefore, the investigation is confirmed for the reported expulsion and loosening of implant issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using the glidepath. On (B)(6) 2025, post the procedure the catheter was expelled out from patient's body. There was no reported patient injury.